Event description:
The following has been reported: on 11/3/2025 fenwal international qe complaints engineer received a [fresenius kabi] ivenix complaint/disposable for evaluation and during evaluation they found a defect with a blonie product. No adverse event reported. No sample available. Pictures available. Finding: during sample evaluation the cap was found to be separated from y-port. Cracked cap. Note: this was a k-zero connector on a fresenius kabi ivenix administration set.